Event description:
It was reported that patient underwent total hip replacement surgery in 2006, during which she received a durom acetabular component. Post-op, patient experienced pain, surgeon recommended revision surgery and she underwent revision surgery in 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.